Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18165212 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3a, a4, b5, d10, g3, g6, h1, h2, h3 and h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color until the system was completely removed from the body along with an 8f non-cordis short sheath. There was no reported patient injury. The device was used past its expiration date. The expiration date was not noted prior to use, and there was no other device available. During use of the vascular closure device (vcd), the indicator wire cowling locked properly, an audible click was heard, pulsatile flow was observed, and the vcd was retracted together with the 8f non-cordis sheath introducer until bleed back slowed. The indicator wire loop was deployed without anomalies. The device was also deployed outside the patient¿s body, and the indicator window did not show black or red. A retrograde approach was taken during the interventional procedure, and the patient¿s post-procedure status was normal. The operator was trained, and the vcd was stored and prepared in accordance with the instructions for use (IFU). The femoral artery¿s suitability¿including insertion angle¿was confirmed on angiography, and the vessel diameter was verified to be at least 5 mm. There was no calcium, stent, or significant stenosis near the puncture site, and the site had not been previously closed within 30 days of the procedure. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was observed before use of the vcd. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color until the system was completely removed from the body along with an 8f non-cordis short sheath. There was no reported patient injury. The device was used past its expiration date. The expiration date was not noted prior to use, and there was no other device available. During use of the vascular closure device (vcd), the indicator wire cowling locked properly, an audible click was heard, pulsatile flow was observed, and the vcd was retracted together with the 8f non-cordis sheath introducer until bleed back slowed. The indicator wire loop was deployed without anomalies. The device was also deployed outside the patient¿s body, and the indicator window did not show black or red. A retrograde approach was taken during the interventional procedure, and the patient¿s post-procedure status was normal. The operator was trained, and the vcd was stored and prepared in accordance with the instructions for use (IFU). The femoral artery¿s suitability¿including insertion angle¿was confirmed on angiography, and the vessel diameter was verified to be at least 5 mm. There was no calcium, stent, or significant stenosis near the puncture site, and the site had not been previously closed within 30 days of the procedure. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was observed before use of the vcd. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was not received for this evaluation and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. An attempt to perform a deployment test simulation was performed; however, it could not be fully performed, as the unit was returned without a plug to be evaluated. Nevertheless, as the mechanism was returned without being activated (guard and deployment lever in manufactured position), the unit mechanism was tested, and it was found that the indicator wire deployed as expected after the guard was locked, and after it was pulled in distal direction the black/black window position was obtained. Additionally, the deployment lever was depressed, and the indicator window shifted as expected into the black/white/red position. A high magnification microscopic evaluation was executed to evaluate the delivery shaft distal portion. During this analysis, presence of the plug absence and fibers inside the delivery shaft were observed. An fourier transform infrared spectroscopy (ftir) was performed to do a comparison of the fibers located on the delivery shaft composition and the plug expected material composition. Spectral comparison suggested the presence of at least two distinct material classes among the extracted fibers. Several fibers exhibited ft-ir features consistent with cellulosic-like materials, including broad hydroxyl stretching bands, moisture-related absorptions, and characteristic ss-glycosidic linkage vibrations. These features are suggestive of hydrophilic materials and are inconsistent with the known polymeric materials intentionally used within the delivery shaft assembly. After the ftir analysis was performed to evaluate the composition of the fiber observed, it was concluded that no evidence of possible previous plug presence was reported during the study. Per the absence of the plug denoted on the unit evaluated which was received in a non-deployed state, it was considered that a product evaluation team (pet) review was required due to a potential relation to manufacturing. According to the pet review it was concluded that this unit¿s observed issue should be considered under the scope of a previous investigation. Additionally, a company notification was previously delivered. A review of the manufacturing documentation associated with lot 18165212 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since functional analysis was completed and full window transition was achieved. As the plug was not returned for evaluation a condition of ¿plug missing component¿ was noted. Additionally, within the delivery shaft two fibers were found which were not consistent with the known polymeric materials intentionally used within the assembly; therefore, ¿vascular closure device (vcd) foreign material¿ was observed. The event of ¿packaging/pouch/box expiration date exceeded¿ was noted as the product information provided showed that the device was past its expiration when used by the customer. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user-related factors (user error) such as the use of an expired device, the reported use of an 8f sheath used with a 7f exoseal device, and the missing plug observed may have affected the device¿s functionality. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. The indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ additionally, the IFU states ¿the instruction for use (IFU) states that the device is intended for use by physicians who have received appropriate training and to use the system prior to the ¿use by¿ date specified on the package.¿ per review with the product engineering team (pet), it was concluded that the missing plug condition (after the ftir analysis was performed to evaluate the composition of the fiber observed, it was concluded that no evidence of possible previous plug presence was reported during the study) may be related to the manufacturing process of the unit. Therefore, this event was referenced under an existing investigation for which a company notification has been issued. An investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color until the system was completely removed from the body along with an 8f unknown short sheath. There was no reported patient injury. The device was used past its expiration date. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.